Event description:
There was no need for a foley catheter or continuous bladder irrigation. The patient has had several low flow alarms thought to be due to elevated mean arterial pressure (map) and hypovolemia. The patient also had signs of acute on chronic kidney disease with hyperkalemia and low bicarbonate. They were given sodium zirconium cyclosilicate (lokelma) for potassium management and bicarbonate repletion. The patient's hydralazine would be increased if mean arterial pressure (map) continued to run high, with the highest map reading at 100mmhg. The patient's advanced chronic kidney disease prevented a cardiac computed tomography scan from being performed. During hospitalization, the patient also had epistaxis from their left nostril. This resolved following the administration of saline spray and oxymetazoline (afrin). It was indicated that the patient¿s hypertension, bleeding, hypovolemia, and symptoms of chronic kidney disease resolved by (B)(6) 2023. The patient was discharged from the hospital and was to remain off anticoagulation until cleared as an outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Furthermore, the report of low flow alarms could not be confirmed as no log files were provided for review. Multiple requests for log files were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 of this document lists bleeding, hypertension, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Furthermore, section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Lastly, section 6 entitled ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2023 with complaints of two days of gross hematuria. The hematuria was first seen during needle biopsy of the prostate. The patient was admitted to the hospital for evaluation after which they have been able to void their bladder freely. Warfarin and treatment arm medication were held. The patient's hemoglobin was stable. They were given intravenous fluids to help improve their volume status. Treatment arm medication was resumed on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.